Event description:
The patient status/outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter occupation: reporter is a j&j employee. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent orif for radial head fracture with the products in question. The surgeon inserted the locking screw in question into the hole on the most proximal right side of the plate head. At that time, the screw and plate in question did not lock together. He removed the screw out once and inserted another locking screw, and the insertion was completed. He noted that there may be a defect on the screw side. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) lcp prox-radiuspl2.4 le f/rad head rim. This is report 2 of 2 for complaint (B)(4).